Manufacturer narrative:
Investigation pending return of the device. No lot number provided.

Event description:
On (B)(6) 2023 the UK facility has received a customer complaint from the customer stryker regarding: - it was reported that the patient was burned by the grounding pad, burned noticed when pad was removed. Addtional treatment may need to be provided. Unknown what degree of burn. Patient has been scheduled for a skin graft. No lot provided. Customer states the device will be returned for evaluation. To date, no return received.